Event description:
It was reported that the dealer requests one rear brake/wheel for the rpa600-1 lift . Customer then states that the swivel portion is what is broken. Customer states no injuries just that he needed a wheel.